Manufacturer narrative:
Findings: unit received with no button response on the act button due to corroded keypad traces. Unable to performed displacement test due to no button response. Unit received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated the act button is completely unresponsive and all other buttons only work occasionally. The customer stated that there is nothing significant, all he did was change the battery. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.